Event description:
Caller reported a malfunction on the pump, specifically that the pump screen turned dark and wouldn't power on. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the pump into a working power source and provided reset instructions, which resolved the issue as the pump screen turned back on and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue recurred.